Manufacturer narrative:
Concomitant product: product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported by the patient that there was a loss of stimulation. They were unable to charge their implant and they last charged their device one to two months ago. In addition, stimulation was last felt one to two months ago. Relevant medical history includes non-malignant pain and chronic low back pain. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.